Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address 1: (B)(6).

Event description:
Synergy china registry. It was reported that angina requiring medical intervention occurred. In (B)(6) 2020, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 90% stenosis and was 29 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2022, the patient was diagnosed stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Six days later, the patient was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered to be recovering/resolving.